Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - re-insertion into the anatomy after removal. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the heavily calcified, mid left anterior descending coronary artery (lad) was predilated with a 30 mm noncompliant balloon, which resulted in a mild, longitudinal dissection. When the xience xpedition stent delivery system (sds) was advanced through a cls 3.5 guide catheter and was unable to cross the lesion, the physician surmised that the sds was getting stuck at the dissection flap. The sds was removed from the anatomy and the lesion was predilated again. There was no damage noted to the stent and the sds was re-inserted into the anatomy, but was still unable to cross, possibly due to the dissection. There was difficulty removing the sds from the anatomy, but was able to be removed. The stent was noted to have dislodged from the sds, possibly due to it catching on an older stent in the proximal lad. The dislodged stent was captured with a traditional snare. During withdrawal of the snared stent, the distal shaft of the snare separated, requiring the use of a second, more advanced snare to remove the separated segment through an 8 french jl4 guide catheter. No further predilatation was performed and a non-abbott stent was successfully deployed through a cls4 guide catheter. Besides the guide catheter, no other devices, such as guidewires, were replaced after the dislodged stent was snared out. There were no adverse patient sequelae and no clinically significant delay in the procedure. There was no additional information provided.